Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. Concomitant device(s): (B)(4), 02-010-01-0330 - logic femoral ps cem right sz 3. (B)(4), 02-012-39-3030 - logic tibia fin tray cem sz 3f/3t. (B)(4), 200-03-35 - one peg patella 35mm. (B)(4), 13a2101 - cemex system fast genta 70g.

Event description:
Device was returned without explanation. Reason for revision was not reported.

Manufacturer narrative:
The following sections have corrected information: (b5) describe event or problem. (H6) health effect - clinical code, health effect - impact code, medical device problem code.

Event description:
It is reported via legal documentation that the patient underwent right knee a revision on their right knee. The patient alleges that their knee replacement devices failed prematurely because of degradation of the device¿s polyethylene component which resulted in the premature removal of the prosthesis. The patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 the following sections were corrected: h6 b1 b2 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."